Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had her device implanted on (B)(6) 2012 and it "never helped." It was stated that the patient had neuropathy and the device "irritated the nerves even more causing the pain to be worse." It was noted that the patient had pain in her neck and that her neck is fused. It was also noted, the patient had pain in her arms/hands and in her lower back. It was stated that the patient had her device explanted. The patient was redirected to their health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).